Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a j&j sales representative. UDI: (B)(4). The investigation has been updated to reflect the correct information: investigation summary photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Arthroscopic images were provided which show that the suture is broken. No further information was provided. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to procedural variables, such as device handling or product interaction during the procedure; excessive tension was applied to the suture and, as a result, the suture broke. As per IFU, use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the healthcare professional in china that during a meniscal repair procedure on (B)(6) 2024 the omnispan meniscal repair 27deg device suture was broken off when the suture was tightened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.